Manufacturer narrative:
Code 1685 replaces code 2543. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was not reported. The patient was hospitalized for another medical indication and was diagnosed with peritonitis three days after admission. Treatment was not reported. On an unreported date, pd therapy was discontinued and the patient was transferred to hemodialysis. The patient was discharged from the hospital five days after admission. Patient outcome was not reported. No additional information is available.